Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that they are experiencing a general problem with the 900rd010 adjustable t-piece and resuscitation circuits. The hospital reported that the cap rotates too easily causing the staff to make unwanted adjustments to the positive end-expiratory pressure (peep) setting. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The accurate aware date of the initial medwatch is (B)(6) 2009.

Event description:
Product surveillance received notification via a voluntary medwatch on 01/05/2010 from a facility regarding a colleague infusion pump in which chamber b was being used to infuse tpn (total parenteral nutrition) which was pushing in vasoactive drips including epinephrine on an unstable ECMO patient. The triple pump chamber b failed without warning, causing the tpn to stop. No other pump was available for back-up. The nurse then stopped the cvp (central venous pressure) fluids from chamber a, placed the tpn tubing into chamber a to run at tpn rate, and located another pump to run the cvp fluids. There is no adverse event, patient injury or medical intervention associated with this report. The facility attached a note to the pump to explain that in the event history log there were failure codes 810:11 and 810:04 that occurred. The user interface module master software version (B)(4) categorized as unremediated. No other additional information is available. (B)(4).

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Even though failure to alarm was not specifically confirmed and duplicated, it is possible that the failure to alarm could have been confirmed.

Event description:
It was reported that the device showed premature battery depletion. The device was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).